Manufacturer narrative:
Unique device identifier (UDI#): in the absence of a reported part and lot numbers, the UDI cannot be calculated. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The investigation was unable to determine a cause for the reported difficulties. However, it was reported that the second lock had to be opened to release the stent from the shaft. The deployment lock (second lock on the handle) is required to be unlocked for full deployment and release of the stent from the delivery system. The product description section of the supera instruction for use (IFU) describes the function of the deployment lock which states: ¿when actuated, enables the final deployment stroke of the stent.¿ additionally, the stent deployment section of the IFU instructs: ¿while maintaining increased magnification from step 3, rotate the deployment lock to the unlocked position. Under fluoroscopy, slowly advance the thumb slide to the distal most position on the handle.¿ this final stroke of the thumbslide released the stent from the delivery system. Therefore, based on the reported information, it appears that the device performed as intended. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during deployment of an unspecified supera self-expanding stent system (sess) an issue with the release system was noted and the second lock had to be opened to release the stent from the shaft. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.